Manufacturer narrative:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was faulty and was not able to be pressed. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during transfemoral cerebral angiography (tfca) using a retrograde approach, and the physician was being trained on its use. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. A 5f non-cordis sheath was used. There were no kinks in the sheath or device after removal. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the buttons 1 and 2 were not depressed. The sealant was partially exposed and showed evidence of a pre-deployment swelling that possibly resulted in the opening of the sealant sleeves as received for this investigation. Additionally, the balloon was fully exposed as expected due to the manufactured position observed of button 2. No secondary damages or anomalies were observed with the returned device. Additionally, the syringe and sheath used in the procedure were returned for this evaluation. Per functional analysis, a functional test was executed, and the device showed that the mechanism was working as intended after the returned syringe was fully engaged in vacuum mode. Buttons 1 and 2 were fully depressed to complete the deployment of the sealant and the retraction of the balloon. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the opening of the sealant sleeves. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced. However, handling factors (physician was in training at time of use) are possible. Additionally, procedural/handling factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the product analysis and information available for review, there is no indication to suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was faulty and was not able to be pressed. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during transfemoral cerebral angiography (tfca) using a retrograde approach, and the physician was being trained on its use. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. A 5f non-cordis sheath was used. There were no kinks in the sheath or device after removal. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was prepared according to the IFU. The device will be returned for evaluation. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was stored and prepped according to instructions for use (IFU). Addendum: product evaluation reported that the sealant was partially exposed and showed evidence of a pre-deployment swelling.